Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the lead was replaced on (B)(6) 2024 and the issue was resolved with lead replacement.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) serial# implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative. It was reported that the patient's lead floated a little superficially post-op but the cause of the lead infection is not completely known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-obstructive urinary retention. It was reported that there was a device site infection. Antibiotics were required, and the area was healed. Issue has resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2tus4); product type: 0200-lead; implant date (B)(6) 2023; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.